Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. It was stated this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4033 showed 25 other similar product complaint(s) from this lot number.